Event description:
It was reported that during a hip procedure using a quantum 2 controller, the unit began alarming and gave an error message. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.